Event description:
The customer reported having difficulty loading the +17.0 aq2010v three piece silicone lens in the cartridge and one of the haptics tore as the surgeon placed the lens in the eye. The lens was removed and replaced with a another same model/diopter lens without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation: results: visual inspection of the returned lens showed the optic was torn and a haptic was bent. There was clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4)

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of this lens or cartridge that was the root cause of the complaint. A lens work order search was performed and another similar complaint was found. A cartridge lot number search found another similar complaint. An injector lot number search found no similar complaints. Based on the complaint history, lens work order search, device history record review, evaluation of the returned product, injector and cartridge lot number searches, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4). Reportedly, the haptic of a 3-piece silicone iol was torn off during insertion, requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a surgical technician, dated on (B)(6) 2014, the cause of the event was unknown. The reporter also stated that she had experienced a difficulty during loading of the lens haptics into a cartridge. Conclusion : unable to confirm complaint. Based on the complaint history, work order search, product evaluation, device history record review, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).